Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that z9002 monofocal iol (intraocular lens) was observed to kinked/crimped when removing it from the packaging prior to loading into cartridge. Iol was not used. There was no patient contact. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.